Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for pain in the right leg. It was reported that communicator not found was displayed. The therapy application was launched, but the "communicator not found" message was displayed. Even after reading the serial number of the communicator, the connection could not be made. It was unknown if there were any environment, external, or patient factors that may have caused the event. The communicator's power button was long pressed and a reset was tested twice, but the service code 310 was displayed each time indicating a failure to pair, and it could not be connected. Even after reading the communicator's serial number, it still could not connect. The patient was informed that the person in charge of the area would be in contact. The issue was not resolved. No symptoms were reported, and there was no health damage. Additional information was received from a rep. It was reported that the troubleshooting steps provided by the manufacturer's technical services did not resolve the issue. The communicator and handset were replaced, but the ins and communicator could still not be paired in the same way as before. The cause of the inability to connect to the communicator was not determined.

Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that after paring between the handset and communicator was complete, a ¿device cannot be found¿ message was displayed when attempting to link with the implantable neurostimulator (ins) so ¿it could not be linked.¿ there were no changes even after resetting the communicator twice and restarting the handset. The communicator and the handset were almost completely charged and 90% of the stimulator was charged through the recharger; however, even after several attempts, it displayed "the device cannot be found" and communication could not be performed. There were no external factors in particularly reported that may have led or contributed to the issue. The issue remained unresolved at the time of report. No complications were reported or anticipated. Additional information received reported that after further replacement of the communicator and programmer, pairing can now be performed. Issue was resolved.